Manufacturer narrative:
One used 6 fr angio-seal vip device was returned for evaluation. The carrier tube assembly, arteriotomy locator and hemostasis sheath were returned for analysis. Visual inspection revealed that the arteriotomy locator was bent at the blood inlet holes. The hemostasis sheath was returned separately, and the bypass tube was found to be placed into the hemostatic valve. No anomalies were noted with the sheath. The deployment sleeve was in rear lock position with color bands fully exposed. There was no collagen, anchor and tamper tube returned for analysis and the suture was appeared to be cut below the black compaction marker. The returned device appeared to be deployed as intended, no anomalies were noted. Functional testing was conducted. The returned carrier tube assembly was inserted into the hub of the sheath and a click sound was heard. Then, the device sleeve was moved to forward lock position; the sheath cap and the device sleeve was snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position. There were no functional anomalies noted with the initial locking and deploying locking position of the sleeve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The procedure prior to the use of the angio-seal was and angiogram. A 6 fr procedural sheath was used. An iliac angiogram was performed. The sheath for plunger became disconnected after locking and deploying the plunger.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal sheath and delivery component became separated after the initial locking and deploying the plug. Manual pressure was held for ten minutes. There was no bleeding and no hematoma. The patient was reported to be in stable condition. The femoral approach procedure was successful, and the patient was discharged.